Manufacturer narrative:
This product, catalog item 20-4002 duraseal xact sealant system, is not sold or distributed in the united states. The reported incident occurred another country. This incident is being reported because product catalog item 20-2050 duraseal dural sealant system, which is sold and distributed in the united states, uses the same formulation for the hydrogel sealant as catalog item 20-4002. The reporter, dr is an endocrinologist, pituitary specialist. Another dr reported that the pt underwent a septal transphenoidal procedure. The pt had csf leakage post pituitary surgery. Duraseal xact was used to seal the leak. The reaction occurred approx 5 mins after duraseal xact was applied. The pt went into cardiac arrest. The pt was stabilized and placed on a ventilator. The pt was removed from the ventilator after a day and has symptoms of double vision and csf leakage. Dr. Mahoozi asked for additional information concerning the clinical studies for this product, and specifically if there had ever been an allergic reaction to this product. None of the adverse events reported in the clinical studies for this device were determined to be device related according to the treating surgeons. We are not aware of any other reports of adverse reactions or complaints concerning allergic reactions to duraseal dural sealant or to duraseal xact sealant. The cause of this pt's reaction is unk.

Event description:
According to the reporter, the pt underwent a septal transphenoidal procedure. The pt had csf leakage post pituitary surgery. Duraseal xact was used to seal the leak. The reaction occurred approx 5 mins after duraseal xact was applied. The pt went into cardiac arrest. The pt was stabilized and placed on a ventilator. The pt was removed from the ventilator after a day and has symptoms of double vision and csf leakage.